Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's therapy worked, but not as well as their previous implantable neurostimulator (ins). It didn't help enough with the patient's interstitial cystitis (ic) symptoms since implant on (B)(6) 2010. There were no trauma or falls that could be related to the issue. The ins was explanted in 2014 because it wasn't really helping and they were having back surgery. The patient had 3 back surgeries in 2 years. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.